Event description:
A customer reported that they were unable to use their freestyle flash as the display screen had frozen. The meter was returned and through investigation was shown to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and return panasonic battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 2.970v. Did observe battery icon and booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was rec'd at mg/dl. Error 0806 was observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.